Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2012. The lens was explanted on 01/29/2014 due to low vaulting. The lens was not exchanged for another icl. The patient's post-op best-corrected visual acuity was 20/25.

Manufacturer narrative:
(B)(4) - size incorrect for patient; (lens explanted). (B)(4).